Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord as replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent loss of power to the system. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.